Event description:
A malfunction was reported on the pump. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer will use mdi as a backup therapy. Tandem technical support instructed the caller on putting the pump into storage mode and resolving the malfunction by sending a replacement pump. The customer was informed about shipping details, returning the problematic pump, and available training for the replacement.